Event description:
It was reported that the stylet is losing the j-shape as soon as is being pulled out of the tube that holds them in the packaging. No specific serial or lot numbers were provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.